Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device would not change the pacing rate; it was found that the printed circuit board (pcb) assembly was corroded. It was also noted that both display wires were pinched without compromise to the insulation, and the display flex, frame, three main pcb screws, and keyboard flex were all contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the rate would not change on the external pulse generator (epg). It was also reported that the epg was having issues with the display not turning off without pulling the batteries, and some lights were not turning off or on. The epg has been returned for repair. There was no patient involvement.